Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings:a review of the pump black box and alarm history showed multiple cs088 ¿watchdog¿ alarms had occurred. During testing, the pump performed the ezprime steps and was exercised without cs088 alarms occurring. The pump was opened and moisture damage was observed inside the pump on the printed circuit board and the ¿watchdog chip¿.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was emitting multiple call service 088 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.